Event description:
During surgery 40 remove pedicle screw hardwar3, a piece of the tool used to insert the screws was identified and removed. Apparently a small piece of this tool broke off during insertion of the screws, during the surgery of 2005. The tool was on loan from edtronic sofamor danek - legacy pedicle screw fixation instrument set.